Event description:
It was reported that a vented paclitaxel set had a cut in the tubing. The customer stated that this resulted in a leak during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. The sample was visually inspected and a cut was observed in the tubing, leading to a leak. The cause was determined to be due to the equipment at the packing step at the manufacturing facility. Manufacturing personal was made aware of the defect, and sensors were installed into the packaging/sealing machines to detect any set left protruded from its pouch. This issue has been escalated to CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.